Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-05432 for the associated device information. It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used for polyp removal during a polypectomy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the snare was unable to cut through the target polyp. A second captiflex snare was also unable to cut through the target polyp. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop unable to cut. Block h10: investigation results a captiflex medium oval flexible snare was received for analysis. Visual inspection of the returned device revealed that the device was free of obvious kinks and bends, no problems with the cautery pin. No visual problems were noted. Functional inspection was performed and when the device was placed on the 10 inch loop fixture and the mechanism was actuated and the loop was able to extend and retract without any problems. Electrical test was performed and the device passed. No other problems were noted. The reported event of "loop failure to cut" was not confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. There were no device problems found during visual, functional, and electrical inspection. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. This code was chosen since the reported event cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2021-05432 for the associated device information. It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used for polyp removal during a polypectomy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the snare was unable to cut through the target polyp. A second captiflex snare was also unable to cut through the target polyp. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.